Event description:
The patient's doctor's office called to request a replacement controller, as the patient is currently in the hospital, and they suspect the controller might be the issue. The agent informed the doctor's office that the patient needs to contact us directly so we can further investigate the problem and provide appropriate assistance. There is no account associated with the complaint. Further details were not provided. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.